Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced syncope due to hypoglycemia in (B)(6) 2024. At the time of the event, the patient was reportedly unable to check the receiver for the cgm value but had no notifications or alerts. A bystander called an ambulance. The reversal of hypoglycemia was not remembered. The patient did not know her blood glucose at the hospital and could not recall what was done, nor what medication she received. She was reportedly discharged after 4 days and was recovering at the time of the call 4 months later. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.